Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported leakage of tpn where the IV tubing connects to the filter. No patient harm or medical intervention was reported. No further patient/event information was provided.